Event description:
The customer reported an issue where control-iq was not adjusting insulin delivery as expected. Due to this issue, the customer's blood glucose level was recorded at 43 mg/dl, prompting them to consume carbohydrates, and no third-party assistance was required. The control system was confirmed to be active, and technical support educated the customer about the functioning of control-iq, explaining how it predicts glucose values and adjusts insulin delivery. It was found that the total daily insulin information was incorrectly programmed. After receiving education from technical support, the customer understood and acknowledged the explanations provided.